Manufacturer narrative:
Device evaluation the mvp device was returned for evaluation. As received, the plug portion of the mvp was not attached to the pushwire; the plug was found to be separated from the pushwire at the detachment zone. The pushwire was returned within the dispenser track. The mvp device was decontaminated. The plug was examined and found to be fully open. No damages were found with the plug membrane. The proximal marker band appeared to be bent. The proximal end of the proximal marker band was found to be clear of obstruction. Visual inspection of the threaded insert revealed no irregularities. The pushwire was examined: no bends or kinks were found with the pushwire. The plug was re-attached to the distal end of the pushwire. The distal threaded section of the pushwire was completely covered by the plug. While securing the plug, a torquer was attached to the proximal end of the pushwire. The plug was successfully detached from the pushwire with 6 full rotations of the torquer/pushwire. No other anomalies were observed. Investigation into this complaint is ongoing; a follow-up MDR will be submitted when investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation based on the device analysis and reported information, the report of mvp premature detachment was confirmed. However, the root cause of the event could not be determined. No defects were found with the returned device that would have contributed to the event. It is possible the failure to maintain a continuous saline flush of the catheter and mvp device could have contributed to the reported event. The mvp instructions for use provides the following guidance: ¿in order to achieve optimal performance of the mvp system and to reduce the risk of thromboembolic complication, a continuous saline flush should be maintained between a) access sheath and guide catheter, b) microcatheter/catheter and guide catheter, and c) microcatheter/catheter and guidewire and mvp system.¿ the lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. In addition, all products are 100% inspected for damages and irregularities during manufacture. The mvp instructions for use also states, ¿the safety and effectiveness of the mvp system has not been established for cardiac uses (e.g., cardiac septal occlusion, patent ductus arteriosus, paravalvular leak closure) and neurologic uses.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvp-7q has been returned for evaluation and the investigation is in progress. A follow-up MDR will be submitted when investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that an mvp-7q prematurely detached during a procedure. The patient was undergoing mvp placement to embolize a patent ductus arteriosus. The mvp was prepared as indicated in the IFU. It was reported that during the procedure, the mvp was deployed. While unsheathing, the mvp prematurely detached from the wire. At the time of detachment, the entire device had been pushed out of the microcatheter except for the pin. The pushwire had not been torqued. A snare was used to retrieve the mvp. A new device was used to complete the procedure. There were no reports of patient injury in association with this event.